Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the healthcare provider (hcp) was not sure if the pump was the cause of the previously reported event. The pump had moved from the patient's abdomen to the side of his torso. At the time of this report, the hcp was in the process of scheduling surgery to reposition the pump. The device system was used to deliver gablofen.

Event description:
It was reported that, on (B)(6) 2013, the patient started neurostorming. At the time of this report, the patient had been hospitalized 14 times with severe paroxysmal sympathetic instability with dystonia episodes. The patient¿s mother kept questioning the pump as the cause, but the doctors ¿keep saying no¿ and had not done any testing other than a non-contrast computed tomography (CT) scan and a bolus. The patient¿s mother requested recommendations. It was noted that, when the patient¿s pump was replaced in may 2012, the site was on the lower right side of his waist due to a gastrostomy tube on the other side. The patient was noted as receiving intrathecal baclofen therapy. The cause of the event, interventions/treatment, diagnostic/troubleshooting results, final patient outcome, and specific drug information were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).